Event description:
It was reported that the ventricular lead (4024) had an apparent insulation fracture, and lead impedance was low. The lead was explanted. The atrial lead (4068) was returned due to an apparent insulation fracture, low impedance and sensing difficulty. It subsequently tested out of specification during manufacturer's analysis. No patient complications were reported as a result of this event.